Event description:
Related manufacturer reference number: 1627487-2022-01887. Related manufacturer reference number: 3006705815-2022-13545. Related manufacturer reference number: 1627487-2022-01906. Related manufacturer reference number: 1627487-2022-01907. It was reported the patient is experiencing uncomfortable stimulation at the lead site and pain at the ipg site. Surgical intervention may be pending in the future to address the issue.

Manufacturer narrative:
Event date: date of event is estimated.

Manufacturer narrative:
Manufacturing reference number 1627487-2022-01886 should not have been reported as a medical device report (MDR) due to additional information indicating there was no alleged deficiency of the device.